Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter had foreign matter present. The following was translated from japanese to english: this report is about black foreign matter. Black fm was on the product.

Manufacturer narrative:
Our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one opened 20g x 1.16in. Insyte autoguard unit from lot number 3002676. Additionally, five photos were provided for investigation. The photos are representative of what was returned and do not provide any additional evidence that isn¿t already covered by the physical sample evaluation. A gross visual inspection of the returned unit found that a black piece of foreign material (fm) was loose inside the packaging near the grip. No foreign material was identified in the fluid path. Your reported issue was confirmed. Although your reported issue was confirmed, it could not be determined if the damage resulted from the manufacturing of the device or from the user environment. This type of foreign matter may have been introduced during packaging/manufacturing as a result of environmental factors, incoming material, personnel, or processing. To mitigate the occurrence of this type of defect: operators perform cleaning per the quality plan, good manufacturing practices and gowning are followed, and environmental controls and inspections for foreign matter are performed per the quality control and sampling plans. Additionally, as the unit is opened the foreign matter may have been introduced as a result of environmental factors in the user environment. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
Additional information received: the fm was on the hub.